Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or lack of efficacy cannot be totally excluded. However, the reported medical event and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Company causality comment this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had ectopic pregnancy. A surgery is needed. This event is serious due to its medical importance and listed in the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, plaintiff got pregnant about 3 years after essure insertion. Considering the event's nature, a causal relationship with essure cannot be excluded, and it was therefore considered an incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff of unspecified age in united states on 07-jul-2016 who had essure (fallopian tube occlusion insert) placed in 2007. In 2007, plaintiff contacted her physician to discuss birth control options. Health care professional recommended the essure device and procedure, stating that it was a safe and permanent alternative. She relied on the benefits and risks as relayed by her physician in reaching the decision to have the essure procedure over other methods of contraception. In 2007, plaintiff underwent the essure procedure. On or around (B)(6) 2010, she became pregnant and went to see her physician who informed her that she had an ectopic pregnancy and that he needed to perform surgery. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had ectopic pregnancy. A surgery is needed. This event is serious due to its medical importance and listed in the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, plaintiff got pregnant about 3 years after essure insertion. Considering the event's nature, a causal relationship with essure cannot be excluded, and it was therefore considered an incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnant/ ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage (interpreted as miscarriage of ectopic pregnancy)"), device expulsion ("one essure coil migrated out of me and I found it floating in the bathtub") and loss of consciousness ("blackout spells (4-5 times a year)") in a 23-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2010. The patient's concurrent conditions included multi gravida, parity 4 ((B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2011) and miscarriage. In (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). In (B)(6) 2007, the patient experienced food allergy ("food allergies") and eczema ("eczema"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In 2007, the patient experienced loss of consciousness (seriousness criterion medically significant), urinary incontinence ("bladder or urinary problems or changes frequent incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, loss of consciousness, vaginal haemorrhage, menorrhagia, food allergy, eczema, urinary incontinence, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, alopecia and back pain outcome was unknown. The reporter considered abortion of ectopic pregnancy, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eczema, food allergy, headache, loss of consciousness, menorrhagia, migraine, tooth disorder, urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or lack of efficacy cannot be totally excluded. However, the reported medical event and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. New reporters added. Patient demographic information and relevant history added. Events added per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), food allergies, eczema, bladder or urinary problems or changes frequent incontinence, migraines, headaches, one essure coil migrated out of me and I found it floating in the bathtub, dental problems, blackout spells (4-5 times a year), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss and lower back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnant/ ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage (interpreted as miscarriage of ectopic pregnancy)"), device expulsion ("one essure coil migrated out of me and I found it floating in the bathtub/ patient reports loss of one coil.") And loss of consciousness ("blackout spells (4-5 times a year)") in a 23-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in september 2010. Medical conditions: ethnicity- african american. Concurrent conditions included multi gravida, parity 4 (B)(6) 1999, (B)(6) 2005, (B)(6) 2006, (B)(6) 2011), miscarriage, sickness, breast tenderness, allergic reaction (in hives.), short of breath, rash, itching and nausea. Concomitant products included diphenhydramine hydrochloride (benadryl), epinephrine (epipen), ferrous sulfate (ferrous sulphate), prednisone and vitamins. In november 2006, the patient had essure inserted. In december 2006, the patient experienced migraine ("migraines"), headache ("headaches") and back pain ("lower back pain"). In january 2007, the patient experienced food allergy ("food allergies") and eczema ("eczema"). In february 2007, the patient experienced tooth disorder ("dental problems"). In 2007, the patient experienced loss of consciousness (seriousness criterion medically significant), urinary incontinence ("bladder or urinary problems or changes frequent incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced alopecia ("hair loss"). In september 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, loss of consciousness, vaginal haemorrhage, menorrhagia, food allergy, eczema, urinary incontinence, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, alopecia and back pain outcome was unknown. The reporter considered abortion of ectopic pregnancy, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eczema, food allergy, headache, loss of consciousness, menorrhagia, migraine, tooth disorder, urinary incontinence and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: proof of pregnancy, 8 weeks gestation ultrasound scan vagina - in december 2006: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint ) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.